Manufacturer narrative:
It was reported that after deployment with the manta vascular closure device, hemostasis was confirmed via angiogram. A "few hours later" the patient received a heparin injection due to an occlusion on the non-manta leg. Following the heparin injection, it was noted that there was swelling in the groin area of the manta side, and surgical intervention was needed. Patient outcome is currently not known. Additional information has been requested to be able to perform an evaluation of the incident.

Event description:
It was reported that after deployment with the manta vascular closure device, hemostasis was confirmed via angiogram. A "few hours later" the patient received a heparin injection due to an occlusion on the non-manta leg. Following the heparin injection, it was noted that there was swelling in the groin area of the manta side, and surgical intervention was needed.

Manufacturer narrative:
The device was not returned for investigation purposes. The risk of failing to achieve hemostasis and access site complications leading to bleeding or surgical intervention have been identified as potential adverse events related to the deployment of the vascular closure device in the EU IFU. The root cause of the post-procedural surgical intervention for the manta side swelling in the groin area following a heparin injection administered for an occlusion on the non-manta leg a "few hours" after an unknown procedure is inconclusive due to insufficient information. The device history was not available for review. The lot number was not provided therefore the information could not be reviewed.